Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd micro fine plus¿ insulin pen needle clogged before use. This occurred on 490 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: "some needles were clog."

Event description:
It was reported that the bd micro fine plus¿ insulin pen needle clogged before use. This occurred on 490 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter, translated from japanese to english: "some needles were clog."

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. The DHR could not be performed as the lot# is unknown. H3 other text : see h.10.